Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he was not receiving effective stimulation pain relief from his scs system. As a result, he discontinued using and charging the device. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted.